Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell five of five in peritoneal dialysis. The patient was connected at the time of the alarm. The care giver stated that the patient line completely primed before the patient connected, there was no damage or leaks seen in lines or bags, and all lines were tightly connected to bags. The technical service representative had the care giver cycle the power on the homechoice until the device advanced to press go to start. The technical service representative will arrange for sample retrieval and assisted the care giver in removing set and disconnecting the patient the proper aseptic way. The care giver will perform continuous ambulatory peritoneal dialysis to complete therapy. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.